Event description:
Patient's attorney contacted the manufacturer alleging in 2000, after the replacement pump was implanted a baclofen bolus was unintentionally administered into patient which caused the pt to suffer a baclofen overdose. The patient lapsed into a coma and sustained permanent physical injury consisting of a worsening of the pt's multiple sclerosis, with loss of strength, mobility, motion and function.